Event description:
The customer reported a fluid leak of approximately 7 milliliters from the coulter lh 780 hematology analyzer. The customer indicated that the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, goggles and a laboratory coat at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and indicated that the needle and needle bellows needed to be adjusted. The fse performed the required adjustment to the needle and needle bellows, and re-routed the tubing in the probe wash station to resolve the leak. In conclusion, failure mode of the event is attributed to the probe wash tubing and needle bellows which needed to be adjusted. (B)(4).